Event description:
Incident is for a prefix plug large: it was reported that the product was implanted. Patients states: "with high likelihood there is a personal intolerance against the implant which urgently requires further investigation. For further investigation by the now treating physician, I require the following information: could you provide the chemical contents, or an IFU in foreign language, 3. Do you have a small sample of the product available?"